Event description:
Dr. Implanted stayfuse implant in 2003. After 3-4 weeks x-ray revealed that implant was functioning properly. Pt came back 2004 with complaints of pain and swelling. X-ray revealed the stayfuse product was broken and many small pieces were shattered around the mid section of the product. No product was recovered from the revision case.